Manufacturer narrative:
Section e4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported confusion, subtherapeutic inr, and hypertension cannot be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they were transplanted in (B)(6) 2018. No product is available for investigation. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2017. The heartmate 3 lvas IFU lists hypertension and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A computed tomography of the patient's head was performed on (B)(6) 2018 which was unremarkable. The patient had an episode where he experienced chest pain, palpitations, and diuresis. There were no ventricular assist device (vad) alarms nor implantable cardioverter defibrillator (ICD) alarms. He had acute encephalopathy where he did not remember the next 45 minutes. He was symptomatic upon presentation and was found on telemetry to be in normal sinus rhythm. The patient recalled he also had an episode of confusion in (B)(6) 2017. The patient had a history of ventricular tachycardia, was previously on amiodarone therapy until he was listed for a transplant in (B)(6) 2018. He had lovenox treatment for subtherapeutic international normalized ratio (inr of 1.8) and hydralazine for hypertension.